Event description:
Follow-up reveled the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lost her external devices. The patient last felt stimulation approximately 3-4 months ago and the ipg became inoperable. The system was not able to be assessed as there was no programmer was available. Surgical intervention may be undertaken to address the issue.